Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator continued to experience severe urinary incontinence. The new stimulation program did not provide improvement. Attempts to increase stimulation were unsuccessful, and a solid red light was observed on the remote. After interrogating the device, the impedance issue was resolved, and the device was turned back on. The physician ordered an x-ray to confirm lead placement, which revealed lead migration. The patient underwent a revision surgery. It was noted that the neurostimulator was revised due to battery life. It was confirmed that the device was running at very high amplitudes in an effort to improve function, which resulted in the patient having limited battery life. There were no additional patient complications and the patient is doing well.